Event description:
It was reported that when attempting to place a drain in the operating room, a vinyl-like foreign body was found between the internal and external sides of the drain, so the drain was not used.

Manufacturer narrative:
The reported issue was confirmed - cause unknown. Five photos were received for evaluation. The photos showed that there was excess material located between the internal and external portion of the drain confirming the reported issues. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when attempting to place a drain bag in the operating room, a vinyl-like foreign body was found between the internal and external sides of the drain, so the drain was not used.